Manufacturer narrative:
(B)(4)

Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube did not completely deflate. There was no patient involvement. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The endobronchial tube referenced in the complaint was returned for further evaluation. Visual examination of the returned device shows some air contained in both cuffs. Both cuffs on the returned device inflated and deflated as they were intended. The reported event was not confirmed. All endobronchial tubes undergo a four hour inflate/deflate test prior to release. At this stage any defective tubes are removed from the lot. A review of the device history review (DHR) confirms the lot was manufactured to quality specifications.